Manufacturer narrative:
The returned head was examined under the microscope. The morse taper connection between the head and neck was secure. There was deformation around the bottom edge of the engagement surface. Additional mdrs associated with this event: 3025141-2017-00084: head. 3025141-2017-00086: stem.

Event description:
The head/neck assembly of the arh slide-loc radial head implant separated from the stem post operatively. The head/neck assembly was explanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00084 follow up 1: head. 3025141-2017-00086 follow up 1: stem.

Event description:
An arh slide-loc radial head system was implanted on an unknown date. On (B)(6) 2017, the implants were replaced due to loosening of the stem in the radial canal. New implants were used. (An MDR was previously filed for this event.). Three months later, the head/neck was found to be dissociated from the stem as shown in x-rays. The head/neck was replaced (the stem was left in place) in a second revision surgery on (B)(6) 2017. Four months post op the revision surgery, the head/neck had again dissociated, as seen on x-ray. A third revision surgery was performed (on (B)(6) 2017), where the arh slide-loc implants were replaced with an arh solutions radial head replacement system.